Event description:
Anesthesia staff attempting to insert an lma 3 (laryngeal mask airway). The lma did not seat right so they proceed to change the lma. While this was happening patient started desaturating rapidly. Attempted to mask ventilate the patient with sevoflourane. The ventilation bag was not filling up; noticed there was a major leak somewhere and even though apl valve was closed and ventilation bag was being flushed with o2 there was no positive pressure maintained inside ventilation bag. Changed co2 canisters and the circuit and still there was a leak. Meanwhile patient had to be ventilated with an ambu bag. Identified that the o2 sensor was off and that there was condensation between the co2 canisters being utilized on machine. Enough condensation to create a puddle of water. While using ambu bag, patient was easily mask ventilated and lma 2.5 inserted successfully.